Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event; however upon further examination of the device, a portion of the u-joint body was found to be fractured. The fractured piece was not returned for examination. Requests for additional information was unsuccessful. Previous investigations found the root cause is attributed to the supplierâ¿s heat treating process; corrosion found with carbide embrittlement as a possible contributing factor. Improvements to the heat treating process have been recognized and a supplier change request to heat treat all 400 series stainless steel components in the united states has been implemented and released. Scr-002557 released 10/03/2012 to request the use of an already approved heat treat supplier, lake city heat treat. Monitor through trend analysis. The date code a0209 indicates the instrument was manufactured in february of 2009 and was manufactured prior to the changes. No further action indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hex screwdriver from quickset grater instrument tray had a faulty (unstable) connection to the handle of ratchet driver. Update (B)(4) 2014 upon further investigation of the product, it was discovered the instrument broke at the u-joint.